Event description:
It was reported that the patient presented in clinic for follow up. Upon review it was noted that the implantable cardioverter defibrillator could not be interrogated. The device was explanted and replaced. The patient was in stable condition post procedure.